Event description:
A tandem mobi cartridge alarm was reported by the caller during the loading process of the pump. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent by cts, and the caller was advised on the procedures for returning the malfunctioning pump. Although no backup therapy was available, the caller planned to consult a healthcare provider to ensure continuity of insulin delivery. The caller was informed about managing the pump in storage mode and acknowledged the instructions for the replacement.